Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. While attempting to remove the flexnav, xs sized non-abbott wire was observed to be stuck inside the ds. A post-valvuloplasty was performed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported.